Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A clip was stuck in the bent rotation tab. The next clip was out of position in the channel. The sample appears used as there is biological material present on the device. First, the clip stuck in the bent rotation tab was manually removed and the trigger cycle was completed. At this time, a clip fell out of the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Other remarks: the sample was received with 10 clips remaining including the clip that was stuck in the bent rotation tab, indicating that 5 clips were fired by the end user. The device history review for the product auto endo5 ml lot# 73e1900147 investigation did not show issues related to the complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. CAPA has been opened to further investigate this issue. The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned with the rotation tab bent and a clip stuck in the bent rotation tab. The next clip was out of position in the channel. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I had 2 recently (one last week (9-11) and one the week before) that both did the same thing, the first clip would deploy but I could feel resistance in the handle. After the 1st clip, it just jammed and would not work further. We did notice a small metal tab on the top of the applicator where the clips are seated that seemed to be popped out of place. The tech noticed this on the 2nd time but I do not know if that was the same case on the one the week before. Last time I had any issues, I was told to clear 3, as they are loaded in groups of 3, and it should work again. This usually works, but it did not this time. I tried multiple times. I do not know that anything else needs to be done right now other than what you are already doing. Overall, I am happy with the weck applicator. I just thought it was odd that I had 2 in a row that did the same thing.